Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the top trigger on the device would spin was not confirmed. However, visual and functional assessments were performed that showed that the device was not functional, the bottom trigger on the device was apart and the device failed general condition and check off/osc/on switch mode function at pretest. It was determined that the top trigger was still working properly. During service/repair, it was observed that some trigger components and other components on the device were worn. It was determined that the assignable root cause was due to normal wear out from use. Furthermore, it was determined that the motor had an unknown material residue on it and other components had some debris on them due to improper maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device had a top trigger that would spin. During in-house engineering evaluation, it was determined that the top trigger on the device was apart. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.